Event description:
It was reported that the lead component of the external neurostimulator (ens) system had moved during the trial. In addition to the lead movement issue, the doctor told the patient that they thought the test stimulator was defective. It was noted that the patient had to change the batteries in the ens 2 times. The patient stated that the trial was a ¿bust¿ and was not helpful for their retention symptoms. The patient was going to have an advance evaluation test for the device therapy in march. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).